Event description:
Delay of vasopressor therapy during alarm condition received. A pt was received by the recovery room after an off-pump coronary artery bypass graft procedure. The patient's blood pressure was reported as a systolic in the 70's, and a dopamine drip was ordered. The drip was placed on an unspecified plum pump, and an unspecified alarm was received. The pump and tubing were changed an unspecified number of times over a 15 minute period before the problem was resolved and the infusion started. No pt harm was reported. Additional patient information was requested, but no further information was available.